Manufacturer narrative:
Additional information: the device was not returned for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed a scratch on the lens after insertion into the patient's right eye. The scratch appeared to be in the lens and not on the surface of the lens. The incision was enlarged to remove the lens and sutures were used to seal the incision. A backup lens was said to be successfully implanted. The current patient prognosis is good.